Event description:
It was reported to philips that the device is displaying error 1000. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device is displaying an error 1000. There was no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.